Event description:
The customer received questionable ion selective electrode (ise) results for one sample from a patient who came in through their urgent care department. All results are in meq/l. The initial results, which were reported outside the laboratory, were: sodium-165 with a data flag, potassium- 5.6 with a data flag, chloride- 123 with a data flag. The customer checked the sample integrity by checking for clots or fibrin using both an applicator stick and a pipet. He did not find anything. The customer then repeated the sample for sodium with results of 135, 136 and 136. The reported results were not corrected. He contacted the floor and asked them to disregard the ise results and requested the patient be redrawn. While waiting on the redraw sample, he manually reran all of the ise assays on the original specimen. The results were: sodium- 136, potassium- 4.6, chloride- 100. The customer then manually repeated the entire comprehensive panel on the original specimen to ensure that all the initial results matched the rerun. He stated that all results did match except the ise results. The ise results on this repeat were: sodium- 136, potassium- 4.6, chloride- 101. The redraw sample was tested and the results were: sodium- 136, potassium- 4.9, chloride- 102. No medical treatment of any kind was administered based on the erroneous results. The patient was not adversely affected. The sodium electrode lot number was 21521061 with an expiration date of 12/14/2012. The potassium and chloride electrode lot numbers and expiration dates were not provided. The field service representative found there was an issue with sample integrity. He decontaminated the mix vessel, sampling system and wash station. He checked the sample probe and alignments and checked the ise tubing. To verify the analyzer operation, he ran an ise performance check which passed and ran a precision check. He noted the ise calibrations and qc were in specification for the previous week. The customer compared all samples to results from an istat analyzer on (B)(6) 2012, and all results correlated. On (B)(6) 2012, the customer ran all ise testing in duplicate and all results duplicated well. The customer stated she was convinced the one bad result was probably due to sample integrity.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.